Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). G2: south africa. H6: proposed component code: mechanical (g04) - drill. Customer has indicated that the product will not be returned for investigation, as the device was discarded in the hospital. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the drill bit broke while drilling screw holes in the acetabulum. The surgeon was still able to drill he full depth of the screw length and insert the correct length screw. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.